Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services. The patient was presented back to the electrophysiology (ep) laboratory. The device and electrode, implanted in mid-(B)(6) 2018, were explanted in late-(B)(6) 2018 due to pocket infection. According to the field clinical specialist, the patient did not take the prescribed antibiotic following post-implant discharge and the patient's health is compromised due to drug use. The patient is now wearing a life vest until the physician determines when a replacement system can be implanted.